Manufacturer narrative:
The initial MDR 2432235-2021-00290 was submitted on (B)(6) 2021. Additional information (14-dec-2021): siemens headquarters support center (hsc) reviewed the available data and found that two process errors were generated by the analyzer. Error 1 - dilution arm: pressure transducer: sample clog detected; dilution arm: pressure transducer: sample abnormal aspiration; reagent arm 2. Error 2 - pressure transducer: reagent not aspirated. Hsc found no indication of a reagent delivery issue and evidence of foaming occurring based on photometer data. Pre-analytical variables or a sample specific issue cannot be ruled out as contributing factors to the issue. The cause of the falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse checked the wash station and replaced the mixers. Siemens is investigating.

Event description:
A falsely depressed creatinine, enzymatic (ecrea_2) patient sample test result was obtained from an atellica ch 930 instrument. It is unknown if the initial test result was provided to the physician(s). The same sample was repeated on the same instrument and the repeat result was reported as the correct test result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 test result.